Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the bioprosthetic valve was replaced valve-in-valve also due to stenosis and calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. No unique device identifier (model/serial number) was provided. The model and catalog number were arbitrarily chosen based on the available information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to severe aortic regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced valve-in-valve approximately 8 years and 6 months post implant. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.